Manufacturer narrative:
The technician adjusted the brake nut to repair the bed.

Event description:
Information received indicates the casters will not hold at the foot end of the bed when the brake is set.